Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a faulty generator board. Possible causes of a defective generator board: - a defective transformer on the generator board (permanent error). - a defective current transformer on the generator board (permanent error). - a defective impedance transformer on the generator board (permanent error). - a defective peak rectifier on the generator board (permanent error). - a missing drive signal for the output stage of the generator board (permanent error). - the output voltage is too low due to bad switching of the output stage on the generator board (permanent error). Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the device displayed an error e433. The issue was found during reprocessing. The device was replaced and the intended procedure was completed using a similar device. There was no procedural delay, or no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (error code e433 displayed) was confirmed due to a faulty generator board. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.